Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3. Analysis of the wireless recharger wr9200 (B)(6) revealed that the recharger was unresponsive. The led's scroll c ontinuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient called about his external device. They said last night when went to charge their stimulator and when they put the charger unit against their stimulator it was beeping a whole bunch of times and all three battery lights were flashing. Patient left the recharger in the docking station all night and it is still flashing. The lights are rotating among the three lights in the battery picture. The patient said they does store the recharger in the docking station when not in use. Had patient try a hard reset in and out of the dock and did not resolve the issue. Sent a replacement request to repair.